Manufacturer narrative:
The customer and customer technical service (cts) established that the in use frt4 reagent pack had also been loaded on the customer's other instrument previously. Therefore it was verified that the pack was shared between the customer's two instruments. Product labeling instructs customers how to load reagent packs. Reagent packs must be properly loaded to run an assay.service was not dispatched for this event as root cause was determined during troubleshooting. Use error is the root cause for this event.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they obtained erratic results while performing frt4 qc on the unicel dxl 600 access immunoassay system.while troubleshooting with access hotline, a frt4 reagent pack was found to have been shared between the customer's systems.there is no indication that there were any patient results obtained at the time of this event. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.